Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na) and chloride (cl) on two patient samples. It was determined that the na results for both patients were erroneously reported outside of the laboratory. All results are in mmol/l. Patient 1 had an initial na result of 126. The sample was repeated on a cobas c6000 c501 analyzer with serial number (B)(4) and generated results of 135. Patient 2 had an initial na result of 131. The sample was repeated on a cobas c6000 c501 analyzer serial number (B)(4) and generated results of 137. The initial na results for both patients were reported outside of the laboratory. The customer deemed the repeat results to be the correct results. There was no adverse event. The lot number of the na electrode in use was not provided by the customer. The field service representative (fsr) found a small air bubble in the potassium chloride (kcl) line and a flat spot in the tubing. He replaced the kcl tubing and the fittings from the bottle to the valve. He performed ise checks, a precision check , calibration and controls. The fsr observed the customer's run with no issues. Qc was in range.